Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, a (B)(6)-year-old male child patient's infusion set's tubing that goes to the needle was split and broke off. When the second infusion was opened it was found that the needle was not sharp. At the time of the event, his blood glucose level was 17 mmol/l. Reportedly, the infusions were brand new, and he did not wear them. Further, they replaced the infusion set and resumed insulin successfully. No further information available.